Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and damaged battery cap from the insulin pump. The customer's blood glucose reading was 434 mg/dl. The customer treated with the pump. The customer stated that the battery cap is damaged and she was not able to remove the battery. The customer was not able to remove the battery cap with a quarter. The customer will be sent a replacement battery cap.